Manufacturer narrative:
Other relevant device(s) are: product ID: 9733856, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the spine clamp will not open or close and the articulating arm will not fully tighten to the mayfield. There was no patient present at the time of the event.